Event description:
It was reported to nova biomedical that a consumer received a result of 450 mg/dl on their blood glucose meter. The consumer immediately performed another test using another nova meter and the same test strips getting a result of 250 mg/dl. According to the consumer she administered an unk amount of insulin based on the 450 mg/dl reading. The consumer experienced a hypoglycemic event which did not require medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test their test strips before use and transfers test strips from one vial to another vial which may contribute to a loss of integrity of test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.